Event description:
It was reported that balloon rupture occurred. The target lesion was located in an unspecified vessel. A 1.50mm x 8mm emerge balloon catheter was advanced for dilatation. On unspecified inflation and unknown pressure, the balloon ruptured. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with the original box. The batch number on the packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen and in the balloon. The device was inflated using an inflation device filled with water connected to the inflation port and balloon leak was noted. Examination under magnification revealed a balloon pinhole and scratches over the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an unspecified vessel. A 1.50mm x 8mm emerge (tm) balloon catheter was advanced for dilatation. On unspecified inflation and unknown pressure, the balloon ruptured. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.